Event description:
Reprocessed ice (intracardiac echocardiography) catheter inserted into the patient via 10 french sheath in the left femoral vein. Device had imagery on the monitor, and proceduralist noted that the image was poor. Proceduralist did fluoro of the device and noted that the tip of the ice catheter was at an acute non-normal angle and was moving under fluoro. Device was retrieved with no patient harm and procedure continued with a new device. Manufacturer response for reprocessed intravascular ultrasound catheter (per site reporter). Vendor rep would like to pick item up for evaluation.